Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. A full evaluation could not be conducted because an autopsy was not performed and the pump was not returned to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists hemolysis and death as potential adverse events that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel reports that an autopsy would not be performed on the patient and the pump would not be returned to the manufacturer for evaluation.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that post implant the pt began experiencing issues with hemolysis (elevated ldh). The pt's family withdrew support when the pt was no longer producing urine.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
A user facility report was received from the (B)(4) registry. The report stated, ¿red heart alarms with low flow¿.